Event description:
New information received stated that during the procedure, the helix failed to extend after it was placed in the patient's body.

Manufacturer narrative:
Correction: upon review, the right ventricular lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Manufacturer narrative:
The complete lead was returned in one piece measuring 64.5 cm. The helix was retracted and clogged with blood. After cleaning, the helix was able to extend and retract normally. The cause of the reported event was isolated to the helix clogged with blood. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant surgery, a right ventricular lead's helix was not working correctly and was unable to be screwed for usage. Lead was exchanged for another. Patient condition after the procedure was stable. No symptoms were reported.